Event description:
Customer called to report the battery in the insulin pump did not last one week. Blood glucose reading was 129 mg/dl. The customer stated that the top of the battery cap was stripped. The insulin pump also alarmed for low battery, weak battery and failed battery. Troubleshooting was performed. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with failed battery test alarm after battery change due to power connector on battery tube not plugged in properly. Unable to verify low battery alarm, weak battery alarm or bad battery alarm due to failed battery test alarm. Insulin pump had stripped battery cap at coin slot area, cracked battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and minor scratched lcd window.